Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal gastrectomy procedure, while in use for intestinal anastomosis, after making e stitches, the thread broke. The procedure was completed with another device. There was no patient injury.